Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a knee arthroplasty, the patient is experiencing an infection. It is unknown if the patient will be revised.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed as the part and lot number are unknown. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. Therefore, it is highly unlikely that it would lead to any infections or other bio-incompatibility if the device had been used. A definitive root cause cannot be determined with the information provided.